Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: unknown medtronic pacing lead, implant date unknown.

Event description:
It was reported that the patient received inappropriate shocks and anti-tachycardia pacing. High thresholds have been exhibited with the right ventricular (rv) lead. Reprogramming was performed, and the rv lead and implantable cardioverter defibrillator (ICD)&#1157; main in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.